Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check performed by user, the cs100 intra-aortic balloon pump (iabp) unit was not switching off and the display remained blank. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (medical device - problem code, type of investigation, investigation findings, investigation conclusions), h10, h11 corrected fields: d1, d4, h6 (component codes). A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported malfunction. The fse replaced the power supply (0014-00-0033-05) and the keypad controller (0670-00-1145). The fse performed all functional and safety checks to meet factory specifications. The iabp was returned to the customer and cleared for clinical use.